Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips kept falling out of the jaws malformed. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed ten conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident.